Event description:
Operating room staff knowingly tried to use an expired o2 probe (complete brain imc-probe kit: cci. Sb probe, im20 on a patient. When the staff tried to do a test flush the value did not move. The surgery was not delayed as a result of this event.

Manufacturer narrative:
The reported event; an expired (december 2011) oxygen probe (complete brain imc - probe kit: cc1. Sb probe, im2) would not register a value when the test flush was done could not be evaluated by integra engineers as it was not returned. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.